Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vticmo12.1 implantable collamer lens, -9.5/+2.0/87 diopter in to the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. A visual inspection was performed, observing that the haptic was torn/broken/bent/deformed and foreign material was observed to be on the lens (dried material). Upon dimensional inspection, the lens was found to be within specifications. Work order search: no similar complaints were reported for units within the same lot. (B)(4).